Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had leaked during peritoneal dialysis therapy. The patient was connected to the device during the time of the leak. The care giver reported that there was solution on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.